Event description:
Received info stating pt experienced high bg's. No pt harm reported.

Manufacturer narrative:
T:lim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).

Manufacturer narrative:
T:lim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).